Manufacturer narrative:
The device involved in the reported incident is available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A customer reported the 00mlx xenon lightsource had a burnt box. The internal portion of the lightsource had burn marks. The glass inside slipped out and the box overheated. The device was not in contact with patient. There was no patient injury reported.

Manufacturer narrative:
Investigation completed on 24jan2018. The returned mlx light source was received in used condition and presents with user labels, scratches and wear marks on the outer surfaces. Internal inspection found internal assemblies were dusty. The wires to the power entry module were not attached. Further inspection found fuses in the holder were improperly installed. Also, a circular burn-mark on the attenuator shield was observed. The heat extended mirror was properly installed in its holder. The wires and fuses were properly placed and the 00mlx and the light source was functionally tested. The light source was tested for 20 minutes with no smoking or other abnormal issue. Unknown lot number provided; hence, unable to perform DHR review. Conclusion: the customer report that the "glass" or heat extended mirror had slipped out of its holder. This condition allowed the intensity of the high-energy beam to project onto the attenuator shied, burning the surface. The root cause is considered user error.